Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. Concomitant products that used in this study: carto3. Non-biosense webster devices that were also used in this study: arctic front advance (medtronic). Manufacturer's ref. No: (B)(4). Biosense webster manufacturer's report numbers: 2029046-2018-02463, 2029046-2018-02464, 2029046-2018-02465. Are related to the same incident. (B)(4).

Event description:
"Event description: this complaint is from a literature source. The following complications were reported in this publication: 1 patient underwent catheter ablation of atrial fibrillation and suffered pneumothorax. No further details were provided. Requests for clarification have been sent to the affiliate, but no additional details were provided at this time. If additional details will be provided this report will be updated accordingly. There are 0 death events and 0 device malfunctions reported in this publication. Model and catalog number are not available, but the suspected device is unknown ablation catheter. Other biosense webster devices that were also used in this study: carto. Non-biosense webster devices that were also used in this study: arctic front advance (medtronic). Publication details- title: outcomes of 200 consecutive, fluoroless atrial fibrillation ablations using a new technique. Objective: to evaluate the outcomes of atrial fibrillation ablation in patients with sick sinus syndrome. Methods: we retrospectively investigated 65 patients with paroxysmal af (paf) and sss who underwent atrial fibrillation ablation using either radiofrequency (n = 50) or cryoballoon ablation (n = 15) in our institute."